Event description:
The customer reported that while the pump was in use on a pt, the unit generated an "autofill failure - no he" alarm. The clinicians did not have a backup pump available. They placed the pump into standby and replaced the helium tank, but continued to receive the "autofill failure - no helium" message. A hissing noise was noted coming from the second helium tank. They were unable to continue therapy. The pt expired. The doctor stated that he felt that either the pump was an issue, or the staff running the pump was an issue, and they could be contributing factors.

Manufacturer narrative:
A company service representative evaluated the pump and found that the helium tank on the unit was empty. The fact that the replacement tank had been making a hissing noise at the time of the event indicates that it had not been properly installed. The company representative installed a full tank and verified that the gauge and visual indicator on the display were working properly. The unit passed the helium calibration test. In an unrelated repair, the main battery power cable, the battery mounting block connector, and the battery pack cover were replaced. The unit was tested to factory specification. It functioned normally and was returned to the customer for use. It appears that when the first tank was depleted, the clinician(s) did not attach the second tank properly. The cs100/cs100i operating instructions contain info on installing and replacing the helium cylinder, as well as opening the helium tank valve and confirming helium pressure. It is important to note that manual fill is available as a backup in the event that autofill is not available, as described in the operating instructions; however, the clinicians did not attempt to perform a manual fill. Datascope corp. Provided the customer with relevant training for the clinicians, related to replacing the helium tank and performing a manual fill.